Event description:
Report received indicated that during a percutaneous transluminal angioplasty, there was difficulty removing the stent delivery system (sds) from the pt. After the stent was deployed attempts to retrieve the sds was made, however, the balloon was stuck consequently a guiding catheter was advanced over the balloon retrieving the whole system. There was no adverse consequence to the pt.

Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.